Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent unexpected shutdowns occurred. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) was 619mg/dl. Customer went to the emergency room where insulin drip was administered. Customer was then admitted to the hospital, however, customer declined to provide further information on hospitalization. Customer was discharged (B)(6) 2018 and had manual injections as alternate insulin therapy.